Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient stated they have a severe case of bed bugs at home which causes them to itch their legs. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient has a severe case of bed bugs at home which causes them to itch their legs (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient believed their incisions were infected as they were red and burning. Although an infection was not confirmed, antibiotics were prescribed as a precaution. The patient stated they have a severe case of bed bugs at home which causes them to itch their legs. The patient was instructed not to touch the area and to keep a bandage over the incisions. At the patient's follow-up appointment, the incisions looked good, the patient was doing well, and they were permitted to wear the device.